Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited undersensing which resulted in false positive bradycardia. Programming changes on the sensitivity were performed; the icm will continue to be monitored remotely. The patient was in stable condition.